Event description:
Product returned to medtronic for analysis - reported in medtronic database. Categorized by mdt as patient death due to myocardial infarction (c500/non-complaint) and closed. Implant date (for ipg) of (B)(6) 2021 patient death. No cause was mentioned in mdt database; information report listed myocardial infarction.